Manufacturer narrative:
Unit received alarming insulin pump error alarm followed by an insulin pump error alarm, problem isolated to mother board. Unable to perform operating currents, self test, unexpected restart error test, rewind test, basic occlusion test, occlusion test, prime, compromised forced sensor system test, excessive no delivery test and displacement test due to insulin pump error alarm and insulin pump error alarm. (B)(4).

Event description:
Information received by medtronic indicated that the customer received failure of flash memory and new software release detected. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.